Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 150 mg/dl. The customer stated she went ot enter carbs and numbers began ramping up. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.